Manufacturer narrative:
Date sent to the FDA: 02/14/2020. A manufacturing record evaluation was performed for the finished device batch pgp456, 8683g56 and no non-conformances were identified. Additional h-3 summary: an empty overwrap packet and a needle/ suture piece of product code 8683, lot # pgp456 were received for evaluation. During the visual inspection of the needle/suture piece marks on body needle could be observed and the end of the suture was noted with a lineal cut appears to be by use of a surgical instrument. In handling this or any other suture material, care should be taken to avoid damage from handling. Avoid crushing or crimping damage due to application of surgical instruments such as forceps or needle holders. Per the sample condition, the assignable cause of the performance suture breakage is an improper handling attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. One device was returned with lot number pgp456 which is different than a lot reported in this complaint initially ( pdh960). Please explain why the device with lot pgp456 was returned for evaluation and clarify if this lot pgp456 is involved in this event?

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Confirm if all 6 sutures reported to be broken during the same procedure? If yes, did all 6 sutures break intra-op=during use om patient? Or noticed to be broken pre-op= during handling /before use on patient? Any patient consequence? Was procedure completed successfully?

Event description:
It was reported that the patient underwent a biopsy procedure in 2019 and the suture was used for excision. During the surgery, the suture broke at spot along the blue nylon. There is no specific area of the body where breakage has occurred. There were no patient consequences reported.